Event description:
(Description previously reported). Tubing that was threaded around the roller-head of an extracorporeal membrane oxygenation -ECMO- machine cracked. The tubing was removed from the pump and replaced with new tubing. Patient was removed from ECMO support during this repair. Patient required one dose of epinephrine.

Manufacturer narrative:
Tygon s-65-hl is sold only to medical device manufacturers who incorporate the tubing into their finished device or ECMO pack. Co does not hold the 510k on this class ii device and recommends each customer conduct testing on the product as part of the completed device. We have tried and will continue to try to obtain the necessary lot numbers and OEM information. This information will enable co to conduct a thorough review of the product and process to determine if additional actions are required. Attached is a letter sent to reporter obtain specifics on the product and incident. This was issued after several phone conversations. Continued efforts to resolve this as quickly as possible are in progress.